Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported in the wrong facility number. The initial report should be voided as it was submitted in error. This event will be reported in 0009613350-2017-01515.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners/ pn 00875704801/ ln 62446040, unknown liner, fitmore hip stem a size 5/ pn 01.00551.105/ ln 2605633. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03358, 0001822565-2017-03359

Event description:
It was reported that patient underwent total hip procedure and was revised due to pain, swelling, instability and problems sitting following a revision. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.